Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported outflow graft occlusion event could not be confirmed due to insufficient evidence. The reported low flow event was confirmed through log file analysis which revealed a gradual decrease in power consumption and estimated flows starting on (B)(6) 2021. The alarm log file was not available for analysis. Information provided by the site indicated that the patient experienced worsening heart failure and reported not feeling great over the past month. The patient was hospitalized and an echocardiogram and computerized tomography (CT) scan were performed. The CT scan showed several focal stenosis at the distal aspect of the outflow graft. An outflow graft revision was performed via sternotomy. It was further reported that gelatinous material was removed from the outflow graft and as soon as the surrounding gortex was opened flows instantly improved. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed, but not limited, to constriction at the outflow graft due to the reported compression from the gelatinous material within the surro unding gortex. Additional product: d1: outflow graft h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14, d12 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant products: 5076-52; 6935m62 leads, ddmb1d4icd implanted on (B)(6) 2016. Additional product: brand name: heartware ventricular assist system -outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 30-apr-2021 / lot#: 382165/01-8758r01/ UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-apr-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) outflow graft (ofg) exhibited an occlusion and the vad exhibited low flows. The patient experienced worsening heart failure (hf) and reported not feeling great over the past month. The patient was hospitalized and an echocardiogram and computerized tomography (CT) scan were performed. The CT scan showed several focal stenoses at the distal aspect of the ofg. An ofg revision was performed via sternotomy. Gelatinous material was removed from the ofg and as soon as the gortex was opened flows instantly improved. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction: -correcting imf code: from code f20 serious public health threat to f12 serious injury/illness/impairment. For ventricular assist device (vad) and outflow graft investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.